Event description:
The pt reported that subsequent to the implant of a protegen sling, they experienced urinary tract and yeast infection, vaginal bleeding, pelvic pain and infected screws. Pt reported that the device was removed in 2000. The device was not returned for evaluation. Co's directions for use outline as potential complications: infection.